Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# (B)(4). It was reported during the scs trial procedure the patient experienced "stroke like symptoms". It was also reported the patient had a history of having it 4-5 times per year for several years. The patient received aspirin as a precautionary measure and was under physician observation. The patient symptoms were resolved after an hour except experiencing difficulty in speaking and numbness in left leg. Further follow up identified the patient is doing well.